Event description:
It was reported that during a device follow-up visit episodes were observed that appeared to indicate potential fractures in both the right ventricular (rv) and the right atrial (ra) leads. Oversensing was noted on the episode electrogram (egm). Diagnostic testing/troubleshooting was performed and the implantable pulse generator (ipg) device was reprogrammed as a result. Both leads were subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 37 cm. A distal portion was received measuring 37 cm. The partial lead was returned in segments, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, and the outer insulation of the lead developed a cosmetic depression while in vivo. Electrical continuity and cross continuity test results were fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.